Manufacturer narrative:
H6: investigation summary bd received 1 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism and bent needle with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-16 h3. See h.10.

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle the safety shield failed. The following information was provided by the initial reporter, translated from dutch to english: (2 of 2 complaints) I just got another needle, which doesn't want to get into the holder after it has been pricked. I have the 'burden of proof' in my possession. It concerns lot: 0203845 of the green eclipse.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer eclipse blood collection needle the safety shield failed. The following information was provided by the initial reporter, translated from (B)(6) to english: (2 of 2 complaints) I just got another needle, which doesn't want to get into the holder after it has been pricked. I have the 'burden of proof' in my possession. It concerns lot: 0203845 of the green eclipse.